Event description:
A customer reported receiving a ¿scan error¿ message on the adc freestyle libre sensor after a day of wear. The customer was unable to monitor blood glucose and consequently experienced symptoms of ¿dizziness and seizure¿. The customer self-treated with orange juice provided by her daughter and no further treatment was required. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in sensor state 6 (indicating abnormal termination) with a low battery with an (event 23). Removed the sensor plug and inspected the plug assembly, and no failure modes observed. The sensor further investigated and de-cased; no issues were observed upon visual inspection. Battery voltage measured to be 1.37 volts, indicating low voltage which is under the specification of >1.45v. Therefore, this issue is confirmed as a faulty battery component. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from (B)(6)to (B)(6).

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿scan error¿ message on the adc freestyle libre sensor after a day of wear. The customer was unable to monitor blood glucose and consequently experienced symptoms of ¿dizziness and seizure¿. The customer self-treated with orange juice provided by her daughter and no further treatment was required. There was no report of death or permanent impairment associated with this event.